Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or a serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the surgeries that resulted from the car accident were not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for degen disc disease/herniated disc pain. It was reported that on (B)(6) 2014, the patient was involved in a motor vehicle accident (mva). It was reported that interventions performed included surgical intervention, electronic analysis and reprogramming. No symptoms were reported. Follow up will be conducted to try and obtain additional information. No further complications were reported or anticipated.